Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight years and one month post implant of this pulmonary valved conduit implanted in a pediatric patient, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. Prior to replacement, the patient was experiencing shortness of breath with exercise. No specific failure mode of the conduit was provided. No additional adverse patient effects were reported.